Event description:
It was reported the right ventricular (rv) lead exhibited intermittent non-capture at 6 volts. It was also reported the capture threshold had been chronically 3.5 volts. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implanted: (B)(6) 2007; product ID 4592-53 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).